Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices with no initial alleged complaint. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During evaluation of the device, the service technician noted from the device data that the cpu cannot communicate with the flow sensor using i2c bus (error code 46) and the cpu cannot communicate with the pressure sensor using spi bus (error code 47). Error codes 46 and 47 are ventilator inoperative codes. The printed circuit assembly (pca) will need replaced due to these errors. No foam findings were noted on the evaluation. Additionally, the technician identified error code e-112 (coin cell voltage is outside of its valid range of 1.65 to 3.6v). The evaluation of the device data also identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted tobacco contamination and dust contamination. The device was scrapped without repair per customer request.